Event description:
Fluid from the piggyback glass container get into the vent of the IV set and lies against the filer of the vent blocking the air flow into the container preventing infusion. The problem occurs with various MFR's containers.